Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +5.0/+4.0/x070 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens rotation, not associated to a low vault and refractive change over time. The reporter indicated the lens was initially received torn but the surgeon decided to implant the lens. At a post-op visit on (B)(6) 2018, the patient reported diminished visual acuity (va), the va was 20/200 without correction, 20/30 with corrrection. The lens was explanted and the lens tear was confirmed. Another same model/different diopter lens was implanted on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found one haptic torn off and residue on the lens surface. Claim # (B)(4).